Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. The patient was admitted to the hospital for evaluation. No changes have been performed. This device remains in service. No further adverse patient effects were reported.